Event description:
It was reported that using this hemosphere monitor, the cvp values on the screen did not match the values on the patient monitor (nihon kohden). The hemosphere monitor displayed 40mmhg but the patient monitor displayed 10mmg. The value seemed to be obtained when the analog input voltage range was changed from 0-1 v to 0-5 v. Previously, 0-1v was thought to be a more appropriate value. Troubleshooting (calibration) was not performed. The settings of the nihon kohden monitor are unknown. The patient was of adult size. There was no patient injury reported. This unit is not available for evaluation.

Manufacturer narrative:
The hemosphere monitor will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that the device met all specifications upon distribution.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Device not returned.

Manufacturer narrative:
Correction: this was reported in error. As stated in the ops manual calibration option is required when the default values are incorrect or the voltage range is not known. This complaint is no longer reportable as there was use error with no edwards device malfunction or patient injury.